Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing determined the cutter did not pass the test cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on an unknown time, the device's blade was broken. It is unknown if there was no patient injury, or delay. During the investigation it was found that the device was not cutting properly. Due diligence is complete and there is no additional information available.